Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available. Customer name-lower austrian state health agency p.a. Amstetten state hospital.

Event description:
The customer reported no image and no power during an inspection involving an olympus monitor.there was no patient injury reported.